Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer was instructed clean the scope connectors off with an alcohol prep pad, allow to dry and reconnect with power off. Tac inquired if the ma j-1430 video scope cable was connected when connecting the 190 scopes. The customer was not sure. Tac recommended to remove the video scope cable when using 190 scopes. The customer wants to send the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for an unknown procedure, a b30(scope communication error) displayed on the evis exera iii video system center. It was powered off/on and did not resolve the issue. The intended procedure was completed and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, the reported event could not be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.